Event description:
On 6/7/91, rptr had a lateral fusion from l4 to the sacrum with placement of 6 pedicle screws and 2 plates, and a posterior-anterior fusion from l4-5 and l5-s1. This has caused rptr constant pain. Screws are broken. Rptr's leg and back hurt all the time. Rptr feels drs treat pts like guinea pigs. They were not told these were experimental. Rptr hates drs and MFR for doing this to him.